Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-101- user used the wrong strip. Note: manufacturer attempted to obtain reporter's information (on 8/31/2017 via email to arriva medical) in order to clarify the event description and find out the serious (important medical event) outcome while product was used, in addition of customer's condition: unfortunately the patients do not wish to release phi information and or answer any questions concerning the incident.

Event description:
(B)(6). Date of incident reported to arriva: 7/11/2017. Date complaint reported to thi: 7/17/2017. Actual complaint date: (B)(6) 2017. Complaint summary provide by arriva: pt called in to say yesterday he tested his blood sugar and it read normal and 30 minutes later he pass out and his wife called ambulance, when paramedic came they tested his blood sugar it was 18 points, he is at home now. I ask for lot # of meter, gave me (B)(4) and lot # of strip thso74f. I ask for name of vial of strip it turns out to be embrace. Advise pt to throw out vial of strip that does not say true metrix.